Event description:
Legal counsel for the patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006 and a total right hip arthroplasty on an unknown date with unknown product. Subsequently, patient's legal counsel reports patient allegations of pain, loss of hearing, loss of balance, pseudotumors, metal wear, elevated metal ion levels and metallosis. There has been no reported left revision procedure. Patient's legal counsel further reported a right hip revision procedure of unknown product on an unknown date due to unknown reasons. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-05070 / 05073).

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.